Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer stated that she had low blood glucose of 38 mg/dl for about 3 weeks and high readings for about 2 weeks. The customer treated with 2 glasses of juice and was fine. The customer stated that she contacted her health care provider regarding her high blood glucose readings and changed her carb ratio. The customer declined troubleshooting for high and low blood glucose readings.